Event description:
It was reported that the patient only called to let the surgeon know that he was draining, inflamed. No injection on patient. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Therefore, no testing can be performed. Method: the device will not be returned. No product evaluation can be performed. Results/conclusions: the device will not be returned. No product evaluation can be performed. Without the finished good item and/or lot number, it is not certain if there were any quality issues against the raw material suture or the lot. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can bot be determined with certainly based on the information provided. (B)(4), item# unk, quill knotless tissue closure device lot unk.